Manufacturer narrative:
The customer performed their own troubleshooting with the support of the beckman customer technical specialist and replaced the lamp to resolve the issue. The customer performed photocal and quality control, which all passed. The customer verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4) .

Event description:
The customer reported obtaining high patient results with linearity error in rate method for alanine aminotransferase (alt), aspartate aminotransferase (ast), blood urea nitrogen (bun), creatine (crea) and glucose (glu) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.